Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the aorta was damaged resulting in bleeding; the patient subsequently expired. The surgeon reported that the da vinci system did not cause or contribute to the event. The surgeon was dissecting along the arteria sacralis superior within the tumor mass with a maryland bipolar forceps, monopolar curved scissors and a vessel sealer extend when the artery was damaged. It was thought that the artery was inadvertently torn as it was completely within the tumor mass. The procedure was converted to open to control the bleeding. Despite a total and fully compensated estimated blood loss was 2700ml, the patient went into cardiac arrest which remained refractory for 55 minutes of resuscitation efforts. The surgeon stated that the event was caused by the patient's critical condition due to the anatomical extent of the tumor, which had grown ten times in size since the last CT scan 4 weeks prior. The tumor was 8×7×6 cm, located primarily on the left kidney and extended into the retroperitoneum, fixating the kidney, adrenal gland, and major arteries (aorta, renal vein and artery). The cause of death was reported as hemorrhagic shock and rapid growth, dedifferentiated urothelial carcinoma.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, mcs, prograsp forceps, maryland bipolar forceps, vessel sealer extend. A site history review found no related complaints were received for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding while trying to remove a large renal tumor that extended into the retroperitoneum. The surgeon describes this tumor as rapidly increasing with challenging anatomy including a difficult vessel encompassed by the mass when they got into bleeding trying to free the tumor from this vessel. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.